Event description:
It was reported that when the device, with reload cartridge, was used during a laparoscopic splenectomy, it misfired and would not release from tissue. It is unknown how the case was completed. There was no consequence to the pt.